Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy of 12.35. The event occurred during testing, and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D9 - date returned to mfg: 7/11/2024. H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found contamination of dried medication powder on battery compartment. During the functional testing, the customer reported issue was confirmed. The cause of the issue is the expulsor and it was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.